Event description:
Acc. To customer: "introducer needle bent in tray".

Manufacturer narrative:
The info in this report is not an admission that this device or any other device distributed by pajunk (B) (4) is or was defective or dangerous in any way, or caused or contributed to any pt injury. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history records and the raw material history files for the reported device type showed no records quality problems or rejections related to this incident. Pajunk is OEM and contract MFR. The device is supplied bulk to (B) (4) and packaged/ finished in the u.s. No further info available. Pajunk considers this file as closed.